Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken device observed assessed as unidentified (tear) opening. (Shell thickness was within specification). Missing shell assessed as inconclusive. ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "textured implants". Device has been explanted. Healthcare professional later reported "left side device found ruptured during explant" and "capsular contracture baker grade iii".

Event description:
Healthcare professional reported left side "textured implants". Device has been explanted. Healthcare professional later reported "left side device found ruptured during explant" and "capsular contracture baker grade iii".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: replacement of textured device. Rupture found upon explant.